Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following weight loss, the patient experienced discomfort at the ipg site. As a result, the ipg was explanted, which addressed the issue. The patient also experienced ineffective stimulation, documented in related manufacturer reference numbers: 1627487-2019-14252, 1627487-2019-14251, 3006705815-2019-05052.